Event description:
Caller states the lancet does not retract into the softclix lancet device. No adverse event reported. Requested return of suspect device and replacement was sent. No information given on where issue was discovered.

Manufacturer narrative:
Suspect device: softclix lancet device.